Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment. It was reported that after a procedure where this device was implanted, the patient experienced consistent chronic and acute pain in abdomen and penis; issues evacuating bladder; hernia recurrence. After the original procedure, additional potentially related procedures were performed, including revision surgery.